Event description:
It was reported that the patient had not used stimulation for about three months prior to report. When the patient tried to turn stim on by pressing the stim on button, she felt stimulation, could increase it, and felt it ¿through her legs¿, but when she stood up or took the patient programmer away from the implant, the stimulation stopped. Patient services worked with the patient to check her implantable neurostimulator (ins) using the patient programmer. The patient reported ¿seeing the green light for the neurostimulator was not on.¿ the patient believed the ins had depleted. The ins was in the patient¿s stomach. The patient stated she ¿fired¿ her healthcare professional (hcp) because he wanted her to take oxycontin. The patient was in the process of getting established with a new hcp to replace the ins. The patient wanted to know if replacement procedure required a hospital stay or not. The patient stated she was in a rollator: a ¿wheelchair type thing.¿ the patient noted about eight months ago she lost a lot of weight and was now down to (B)(6). The patient mentioned she had stage two reflex sympathetic dystrophy (rsd). The patient was redirected to the hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # j0326942v, implanted: (B)(6) 2004, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).